Event description:
Patient had port placed (B)(6) 2024 in ir. (B)(6) 2025 infusion rn at (B)(6) noted patient complained after last infusion her port area turned red then dark brown. Patient also stated she has some burning in the neck and pain when rn flushes port. Infusion given through IV and portagram ordered for malfunctioning port. (B)(6) 2025 patient seen in ir, portagram done. Patient scheduled for port revision for malfunctioning chest wall port. Patients port to be revised today so she may continue her treatments.